Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported event, and replaced universal surgical manipulator (usm) 1, and the system was tested and verified as ready for use. Isi has not received usm 1; therefore, failure analysis could not be performed. A system log review was performed for the reported procedure date and confirmed a possible related system error involving usm 1.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, use of universal surgical manipulator 1 (usm) was discontinued after a non-recoverable error occurred, and the case was later converted to a laparotomy. Prior to calling a technical support engineer (tse) to troubleshoot a non-recoverable error on usm 1, the system was power cycled, but the issue persisted. System functionality was checked prior to the start of the procedure, and it was confirmed there were no issues. The tse reviewed the logs, confirming error code, and proceeded to guide the customer through another power cycle, including a hard power cycle and emergency power off on the patient side cart; but the issue persisted. The tse advised the surgeon that the system could be used safely with 3 arms and guided the customer to disable usm 1, which resolved the error code. The surgeon stated that it would be challenging to complete the surgery with 3 arms but was proceeding. Due to the complexity of the anatomy, the procedure was later converted to a laparotomy and completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator 1 (usm) to perform failure analysis and confirmed the customer reported complaint. The unit was tested on an in-house system in normal mode, where it failed with an error code. The unit was also tested on a patient side console fixture test platform where it failed the fiber test for the rolling loop. During further investigation, the rolling loop fiber was found to be damaged. A gold rolling loop fiber was installed and re-tested with a passing result. As a fix, the rolling loop fiber assembly will be replaced.